Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was bent near the spool. The customer's blood glucose level was 300-400 mg/dl. The customer changed the cartridge and administered a correction bolus via the pump.